Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported. The service technician connected the unit to a known good ac adapter and powered the unit on. The unit immediately reset. Bench testing revealed the unit was resetting due to a bad pressure module. Installed a pressure module onto the test ventilator and the ventilator would reset immediately upon power on. Testing determined that the pressure module was no longer able to communicate properly using the smbus which resulted in the observed reset loop condition. The pressure module was replaced to address the reported issue.

Event description:
It was reported by the customer that the unit was stuck in a constant reset cycle. It is unknown at this time whether the ventilator was on a patient during the time of this event.

Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.